Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced. During the interrogation, it was noted the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.